Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical engineer reported that on (B)(6) 2019, a 00mlx mlx 300w xenon lightsource unit was removed from the operating room (or) immediately as it was smoking and had a burning smell. The resource technicians stated that the device ¿smelled like it overheated¿. The unit and the headlight was brought to the clinical engineer, but it did not power up. The fiber optic cable connecter did not look like it was damaged. There was no patient contact and injury reported. It is unknown if there was any surgical delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection found user applied labels, no visible and physical damage. Functional testing revealed that the mlx light source did not power "on". The inspection found both fuses and multiple components on the (psu) power supply unit were blown. The reported complaint was confirmed; power supply unit malfunction. The underlying root cause for the reported event is undetermined. Device identifier (B)(4).

Event description:
N/a